Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a lead safety switch had been triggered for this system due to an atrial pacing impedance measurement of 2300 ohms. Additionally, inappropriate atrial tachycardia response events had occurred due to noise and oversensing. The atrial channel was reprogrammed back to bipolar configuration and the sensitivity was decreased which resolved the observations. This system remains implanted and the patient also was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD). The issues with the atrial channel were no longer observed via telemetry during the implant procedure for the s-ICD. No adverse patient effects were reported.